Manufacturer narrative:
The sensor kit expiration date is 30-sep-2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If additional information is obtained a follow up will be submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 300 mg/dl and self-treated with insulin (dose unknown) based on the sensor reading. Customer subsequently experienced a loss of consciousness and was seen in the emergency room where a reading of 27 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor kit expiration date was determined to be 30 sep 2020. Aware date of this issue was 8/13/2020, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 300 mg/dl and self-treated with insulin (dose unknown) based on the sensor reading. Customer subsequently experienced a loss of consciousness and was seen in the emergency room where a reading of 27 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent impairment associated with this event.